Event description:
A 31 year old white female had a cholecystectomy on 6/17/92 and a j.p. Bulb and drain were inserted. The device drained effectively. On 6/20/92 the doctor attempted to remove the drain in the patients' room and the drainage tube broke. X-ray showed that part of the tube remained in the patients' abdomen. The patient returned to surgery and the remaining tube was removed under local and i.v. Sedation. Following surgery the patient developed an illeus and a temp. Elevation and prolonged hospital staydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.